Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had stored egm's where the marker channel was skewed and revealed "episode data is invalid". The device remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid. However, the complaint was confirmed on the 2090 programmer.